Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection:the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 6mm x 60mm balloon. No anomalies were noted to the strain relief or the y-hub. Functional/performance evaluation:the strain relief was removed and a partial circumferential catheter shaft break was observed just distal to the y-hub. The edges of the break were jagged. Sanding marks were noted on the catheter underneath the strain relief and at the location of the break. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is confirmed for a partial circumferential catheter shaft break just distal to the y-hub, resulting in the reported leak. It is unknown whether handling techniques by the user as they removed the catheter from the packaging or prepped the device may have contributed to the reported issue. Based upon the available information a definitive root cause has not been determined. Labeling review: the current IFU (instructions for use) states: precautions:carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Use of the ultraverse 035 pta dilatation catheter:position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, a pta balloon was leaking at the strain relief site during the initial inflation. The health care provider reported the device was removed in its entirety, without difficulty, through the sheath. The hcp further reported another pta balloon was used to complete the procedure. There was no reported consequence or impact to the patient.